Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. This device was subsequently reprogrammed to the primary vector to mitigate further oversensing. Additional information was received that two additional inappropriate shocks were delivered. Review of device data determined the device was checked in clinic with automatic setup and provocative maneuvers were performed. Oversensing of noise was observed when programmed to the secondary vector with 1x gain. An x-ray was performed to evaluate system placement. The electrode placement was noted to appear higher than expected. This device remains in service. No adverse patient effects were reported.